Event description:
A malfunction alarm was reported by the customer, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in successfully resetting it. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues happened again.